Manufacturer narrative:
The reported event of difficult to extend the helix was confirmed while the reported events of noise, extra cardiac stimulation, intermittent capture, high pacing lead impedance were not confirmed. As received, a complete lead was returned in one-piece. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received notes that the rv lead was dislodged as well..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing for noise oversensing on the right ventricular (rv) lead. The patient experienced phrenic nerve stimulation. On (B)(6) 2021 the patient presented for rv lead revision, a fluoroscopy was performed prior to procedure and cardiac perforation was noted. The rv lead revision was attempted, but was unsuccessful and the lead remained implanted. Programming changes were made and it was being monitored. On (B)(6) 2021, the rv lead revision was attempted but the helix would not extend; intermittent capture and high pacing impedance was noted as well. The physician elected to explant and replace the lead to complete the procedure. The patient condition was stable before, during, and after the procedure.